Manufacturer narrative:
The investigation conducted by the laboratory (macrographic, fractographic, metallographic and hardness tests) did not evidence any anomalies in the material structure of the examined bone screw. The analysis showed a breakage due to torsional overload. Upon review of the complaint report, orthofix (B)(6), suggested that the use of a screw with a 6.0-5.0mm thread would have been preferred in a (B)(6) adult. It was also observed that the position of the breakage indicates that the thread chosen was too long, although no x-rays are available to verify the bone diameter. It is therefore most likely that the screw used was not the appropriate one for the application performed. Orthofix instructions leaflet for external fixation (pq exf) and the operative technique (manual 1) indicate how to make the correct screw selection.

Event description:
While inserting a cortical bone screw into the patient's humerus, the screw broke. A portion of the broken screw was left in the patient's bone.